Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B)(6) 2013. The patient reported has some "halos" around lights at night and reflections in bright light. The icl remains implanted. The facility reported the event is ongoing and the cause is due to large pupils. No medications or treatments were required and the prognosis is good. The patient's post-operative best-corrected visual acuity was 20/15.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient is experiencing subjective visual disturbances ("haloing around lights at night") following icl implantation last year. The surgeon attributed the reported issue to the patient factor (pre-op large pupils). According to the report from last follow-up, dated on (B)(6) 2014, va was 20/15 and patient prognosis was good. Lens remains implanted. No secondary surgically or medically intervention was performed or planned. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).